Manufacturer narrative:
(B)(4). Date sent: 7/15/2024 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the procedure performed? Zinkers. What was the actual target tissue the device was fired on? Esophageal tissue. Was the bleed/leak through the staple line or lateral to the staple line? End of staple line. What were the indications for surgery? N/a. What is the surgeon¿s experience with the pvs device? Limited. What was the approximate width of the compressed vessel? N/a. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? Patient went ER. How many days postoperative was the bleeding identified? Within 24 hours. What was the total estimated blood loss (ml)? N/a. Was a transfusion required? N/a. What was the pre and postoperative anti-coagulant and pain management protocol? N/a. Was the bleeding intraluminal or extraluminal? N/a. Was there calcification of tissue that impeded clamping or cutting? N/a. Were there any pre-exiting patient conditions? N/a.

Event description:
It was reported that a few days following a procedure that took place on (B)(6) 2024 the patient had to come back due to a small hole being discovered near the staple line. Rep was present during the case and confirmed that the device was safe to use along with confirming that the surgeon used the product correctly. The surgeon did have the patient come back in top sow the hole. No further issues were reported.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure performed? What was the actual target tissue the device was fired on? Was the bleed/leak through the staple line or lateral to the staple line? What were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2024. Additional information was requested and the following was obtained: surgeon normally uses manual ets45 stapler on zenkers diverticulum. For this case started to use the pvs35 but due to lack of tip visibility did not fire the stapler or end up using the pvs35 stapler. Surgeon opened and used a psee45a powered echelon to complete the case. Post-op complication was not a leak but a bleed that was handled with suture. Patient is doing well.